Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow-up that patients lead has dislodged. It is thought to be from manipulation of the pocket by the patient. The lead was removed and replaced since the stylet would not advance easily and the helix could not be retracted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.